Event description:
It was reported that during a device changeout, there was oversensing due to a connection issue. After re-connecting, the oversensing was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.